Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few months.

Event description:
It was reported that the patient noticed a significant increase in charge burden. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.